Manufacturer narrative:
Product event summary: the mapping catheter, (B)(4) with lot number 217340488, was returned and analyzed. Further analysis of the mapping catheter showed the first electrode is displaced proximal from tip and deformed. Further optical investigation showed a cut at distal edge of the first electrode towards the center of the loop. The distal segment to the first electrode showed the pebax tubing is kinked and showed a defect to what appears to be like knit line. X-ray imaging confirmed a deformed electrode and pebax tubing kink and showed the ECG wire is not detached from the electrode. In conclusion, the reported kink on the mapping catheter was confirmed through inspection. The mapping catheter failed the returned product inspection due to the kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 217340488, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft and tip/loop section were intact with no apparent issues. There were no kinks observed along the shaft or tip/ loop section of the mapping catheter. In conclusion, the mapping catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the distal portion of the mapping catheter displayed a kink. The mapping catheter was replaced with resolve. The procedure was completed with cryo. This patient is part of the (B)(4) study.